Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer inseparable latch was defective. A field service engineer replaced the full-height drawer inseparable latch, tested using hardware test application and the medication application. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.